Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not sensing a signal. A different icm was implanted. No patient compl ications have been reported as a result of this event.